Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('one of the devices appears to be invading into the myometrium and extends up to roughly from endometrium'), pelvic pain ('pelvic pain') and heavy menstrual bleeding ('menorrhagia(heavy menstrual bleeding)') in an adult female patient who had essure (batch no. 958707) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysfunctional uterine bleeding, adenomyosis, uterine fibroids, pelvic pain, cervix inflammation, adenomyosis, ovarian cyst and abdominal adhesions. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), heavy menstrual bleeding (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral), laparoscopic assisted vaginal hysterectomy with bilateral salpingo-oophorectomy and novasure ablation). Essure was removed on (B)(6)2018. At the time of the report, the embedded device, pelvic pain, heavy menstrual bleeding and abdominal pain outcome was unknown. The reporter considered abdominal pain, embedded device, heavy menstrual bleeding and pelvic pain to be related to essure. The reporter commented: plaintiff received treatment for: pelvic pain, abdominal pain. No. Of cols :left ostia after release of the implant there 1 visible coils. Essure implant was placed in the contralateral tube after release of the implant there 3 visible coils. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2012: essure confirmation test (unspecified). Result: bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s media records: pelvic pain, embedded device lot number:958707 manufacture date: 2012-03 expiration date: 2015-03 quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 20-may-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('one of the devices appears to be invading into the myometrium and extends up to roughly from endometrium'), pelvic pain ('pelvic pain') and heavy menstrual bleeding ('menorrhagia(heavy menstrual bleeding)') in an adult female patient who had essure (batch no. 958707) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysfunctional uterine bleeding, adenomyosis, uterine fibroids, pelvic pain, cervix inflammation, adenomyosis, ovarian cyst and abdominal adhesions. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), heavy menstrual bleeding (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral), laparoscopic assisted vaginal hysterectomy with bilateral salpingo-oophorectomy and novasure ablation). Essure was removed on 30-apr-2018. At the time of the report, the embedded device, pelvic pain, heavy menstrual bleeding and abdominal pain outcome was unknown. The reporter considered abdominal pain, embedded device, heavy menstrual bleeding and pelvic pain to be related to essure. The reporter commented: plaintiff received treatment for: pelvic pain, abdominal pain. No. Of cols :left ostia after release of the implant there 1 visible coils. Essure implant was placed in the contralateral tube after release of the implant there 3 visible coils. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2012: essure confirmation test (unspecified). Result: bilateral occlusion.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s media records: pelvic pain, embedded device. Most recent follow-up information incorporated above includes: on 4-may-2021: mr received. Reporter information, lot no, other relevant history, event: one of the devices appears to be invading into the myometrium and extends up to roughly 0.5 cm from the endometrium added and rcc was updated. Ablation surgery added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and menorrhagia ("menorrhagia(heavy menstrual bleeding)"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain and menorrhagia outcome was unknown. The reporter considered abdominal pain, menorrhagia and pelvic pain to be related to essure. The reporter commented: plaintiff received treatment for: pelvic pain, abdominal pain. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2012: essure confirmation test (unspecified). Result: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-sep-2019: pfs was received. Previously added injury nos was replaced with pelvic pain and new events abdominal pain, menorrhagia were added. Lab data was added. Date of removal was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.